Manufacturer narrative:
One i3 unit and one i3 accessories were returned for investigation. Visual inspection of unit revealed exposed wire to right angle extension cable. A replacement right angle extension cable was used and the unit powered on successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient stated the power cord coming out the back of the unit was frayed. The unit was replaced and no adverse consequences were noted from the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.